Event description:
It was reported that pump touchscreen was cracked and shattered and pump screen became unresponsive and illegible so pump could not be operated. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.